Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead .(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was concerned that they didn't receive a hat to measure the output versus fluid intake. Patient was advised to connect with their healthcare provider (hcp). Yesterday, patient had a lot of urgency but couldn't go. As for the day of the initial report, the patient has mild urgency. Their pelvic and urethra pain is a lot better. Part of their problem with retention is they are sitting and waiting; they are experiencing this. As a result of the event, the patient was advised to increase amplitude periodically to see if this helps with being able to void; patient understood. Two days later, patient said urination has gone down; they are going 4 times a day and not getting up during the night. Patient asked about feeling stimulation in their buttocks as they thought their lead got displaced. Common areas of feeling stimulation and comfort level were reviewed; patient understood. On (B)(6) 2017, patient wants to see their bladder relax more, wants to be able to void more, and reports still emptying the same. They were also feeling stimulation in their leg and buttocks, said it was tolerable, and called it an electric shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with hcp reporting that the weight of the patient at the time of the event was unknown. They also mentioned to inquire with manufacturer representative for serial numbers of devices involved in event. Clarification was also given on patient urinary/bowel dysfunction as n/o voiding small volumes, urinary hesitancy, splayed stream, incomplete bladder emptying and pelvic pain. Hcp mentioned that this was all preexisting and not caused by device. The cause had not been determined. No further complications were reported.